Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Valiant navion grafts were implanted during the endovascular treatment of a thoracic aortic aneurysm. It was reported during a core-lab review of CT images from 2 days post the index procedure and cts taken approximately 6 weeks post the index procedure a type ia endoleak was observed. No stent fracture stent ring enlargement or aortic enlargement were observed. It was reported that the patient expired in 2019. The cause of death or type ia endoleak were not provided. No additional clinical sequelae were reported and the patient has expired.

Manufacturer narrative:
Per the physician the cause of death is unknown. The information regarding the death was received by newspaper and referenced a car accident and a suspected neurological problem. The physician confirmed the death was not aortic related. The cause of the type ia endoleak was probably due to kinking of the aorta not due to failure of the stent. No intervention was completed. A follow up scan on (B)(6) 2018 already showed a small endoleak after the procedure and a subsequent scan in 2019 showed a decrease of the endoleak. It was reported that the device that contained the type ia endoleak was the device with sn (B)(6), model vnmc4646c218te. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.